Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for interrogation of their pacemaker. Upon initial interrogation, the programmer displayed an error message stating ¿invalid diagnostic data¿. The device was successfully interrogated after the healthcare provider followed the update prompts on the programmer. There were no patient consequences during the event.